Event description:
The facility reported a bad occlusion sensor that will not alarm, found during biomed testing. There was no pt involvement. There have been no incident reports filed since the last baxter service event. No add'l info.

Manufacturer narrative:
Evaluation results: the reported condition of missing downstream occlusion alarms was confirmed. The root cause was a bad flex cable.